Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges there is moisture inside of the pump between the cartridge and the window of the pump's cartridge compartment. No adverse event reported. Requested return of the alleged device for evaluation.